Event description:
The customer reported to philips healthcare that on start up after the boot screen, the device displayed a low battery message. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4).